Manufacturer narrative:
Pump received with cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off, minor scratched display window. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment damaged with missing pieces causing reservoir to be loose which caused customer to have high blood glucose. Customer reported that blood glucose was between 300 mg/dl and 500 mg/dl. Customer was advised that insulin pump would need to be replaced.